Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a bladder infection. The patient stated that "during the surgery they used too much anesthesia and they got a bladder infection because of it." It was reported that this happened during the implant surgery. The patient was still "suffering from the effects of the bladder infection during the implant." Relevant medical history includes non-malignant pain. No outcome or interventions were reported in regards to the bladder infection. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that additional follow-up had been done based on med review recommendations. A telephone call was made to the healthcare provider (hcp) receptionist regarding a bladder infection that resulted post stimulator implant. It was inquired whether the physician thought the bladder infection was related to the implant surgery. The hcp receptionist stated that their office does not treat bladder infections. If the patient did have a bladder infection he would have been referred to his primary physician for treatment. The hcp receptionist did not see how a spinal cord stimulation (scs) implant could give someone a bladder infection. The hcp receptionist did not have the name of the primary care physician available at the time.